Event description:
It was reported that the 9600+ system has exposed wires on the back of the workstation. There was no report of operator or patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified a tear in the insulation of the interconnect cable. Replaced cable. The system was tested and found to be working as intended and placed back into service.